Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) accessed the machine and opened drawer six, row one, where all cubies were found to be out. It was noted that a pharmacist had been able to remove the cubies the previous day by accessing the tray. Upon inspection, the fse found foil on the pins when a pocket was inserted. The row was tested, and the system was able to load and count a medication successfully. All tests passed successfully. A proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 6 continued to fail even after a station reboot and attempt to recover storage space. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.